Manufacturer narrative:
Product complaint number: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the possible finished device lots, and no non-conformances were identified. The actual device batch number associated with this event is not known. The reporter reported the following lot numbers: batch rhmlmt mfg. Date: 07/23/2021 exp. Date: 06/30/2026 batch rjmdpm mfg. Date: 08/10/2021 exp. Date: 07/31/2026 additional information was requested, and the following was obtained: could you please confirm if the needle got broken or did the needle got separated from the suture? Please specify: he needle tip was broken. Did the nurse or doctor count the needles before used? =>no further information is available. What was the size of the needle used? 22mm. Is it possible that needle was fallen into patient's body? Please clarify =>no further information is available. Were x-rays taken to locate the needle piece(s)? No further information is available. If retained, what is the surgeon's opinion of consequences to the patient? Was there any additional tissue damage as a result of searching for the needle piece? No further information is available. What is current condition of the patient? No further information is available. Could you please confirm which one is the correct lot number (rhmlmt, rjmdpm)? No further information is available. Device return follow up. We regularly contact with sales rep about the device returning. No further information will be provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent

Event description:
It was reported that a patient underwent a malignant prostatic seminal vesicle surgery on (B)(6) 2022 and suture was used. During use on the patient when the returned needle was checked after it was used, the needle tip was missing. There was no needle tip in the surgical field, and neither the doctor and the nurse grasped at the needle tip with a needle-holder, so it was suspected that the needle tip was missing before use. The needle tip was not found. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the possible finished device lots, and no non-conformances were identified. The actual device batch number associated with this event is not known. The reporter reported the following lot numbers: batch rhmlmt mfg. Date: 07/23/2021 exp. Date: 06/30/2026 batch rjmdpm mfg. Date: 08/10/2021 exp. Date: 07/31/2026 additional information was requested, and the following was obtained: could you please confirm if the needle got broken or did the needle got separated from the suture? Please specify: he needle tip was broken. Did the nurse or doctor count the needles before used? =>no further information is available. What was the size of the needle used? 22mm. Is it possible that needle was fallen into patient's body? Please clarify =>no further information is available. Were x-rays taken to locate the needle piece(s)? No further information is available. If retained, what is the surgeon's opinion of consequences to the patient? Was there any additional tissue damage as a result of searching for the needle piece? No further information is available. What is current condition of the patient? No further information is available. Could you please confirm which one is the correct lot number (rhmlmt, rjmdpm)? No further information is available. Device return follow up. We regularly contact with sales rep about the device returning. No further information will be provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent

Event description:
It was reported that a patient underwent a malignant prostatic seminal vesicle surgery on (B)(6) 2022 and suture was used. During use on the patient when the returned needle was checked after it was used, the needle tip was missing. There was no needle tip in the surgical field, and neither the doctor and the nurse grasped at the needle tip with a needle-holder, so it was suspected that the needle tip was missing before use. The needle tip was not found. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 3/31/2022 additional information: d9, h3, h6 h3 investigational narrative: a failed suture needle was submitted fractographic evaluation. The component was identified as product code j772d. It was requested that assess the fracture mode of the failure. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.